Event description:
The patient experienced respiratory distress and hypertension (htn) following attempted hemodialysis (hd); four days earlier, a similar incident occurred. Provider feels the patient is allergic to filter.based on the clinical course, we have to assume that this was a dialyzer reaction or reaction to the ethylene oxide used to sterilize it. With the severity of her symptoms, she cannot be rechallenged. This is very rare with the type of membrane we used but has been reported.manufacturer response for dialyzer, (brand not provided) (per site reporter).